Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented for a regular scheduled office visit. The atrial lead had become dislodged. The lead was revised with no complications. The patient's condition post procedure was stable.